Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse replaced hardware to resolve the problem. A clear root cause is unknown at this time.

Event description:
A customer informed beckman coulter inc. (Bci) that the unicel dxc 800 pro synchron chemistry analyzer generated one (1) erroneously low glucose (glucm) result of 2mg / dl, when sample was run in duplicate mode. Duplicate result was 88 mg/dl. This result was reported out of the lab. Patient treatment was not affected in regard to this event as glucose result was verified prior to reporting.